Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was being implanted tran scatheter aortic valve (tav) in surgical aortic valve (sav) to treat aortic stenosis. The valve was deployed at a depth of 2.5mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc), although it was slightly tilted. The pressure gradient was measured at 24mmhg, so the team decided to perform a post-implant balloon aortic valvuloplasty (bav) with an 18mm balloon. The bav caused the valve to dislodge in the ascending direction. The team used a snare to pull the valve upwards, but could only lift the valve enough so that the lower end of the valve was on the sinotubular junction (stj). A second valve was successfully placed with no further problems. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was being implanted tran scatheter aortic valve (tav) in surgical aortic valve (sav) to treat aortic stenosis. The valve was deployed at a depth of 2.5mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc), although it was slightly tilted. The pressure gradient was measured at 24mmhg, so the team decided to perform a post-implant balloon aortic valvuloplasty (bav) with an 18mm balloon. The bav caused the valve to dislodge in the ascending direction. The team used a snare to pull the valve upwards, but could only lift the valve enough so that the lower end of the valve was on the sinotubular junction (stj). A second valve was successfully placed with no further problems. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. It was further reported that pannus was attached to the valve leaflets making it difficult for the surgical valve to open, which contributed to the dislodge. A medtronic (confida) guidewire was used for the procedure. No additional adverse patient effects were reported. Additional information was received that the previously implant surgical valve was a 19 mm non-medtronic valve (corcym crown). Additional information was received that the deployment started at the bottom of the pigtail catheter. A post-implant bav was performed due to the pressure differential of more than 15 mmhg and the valve inflow strut was not fully expanded. Following the valve dislodgement, the coronary artery did not occlude; however, the st decreased over time and coronary blood flow was noted to be partially inhibited. Subsequently, the valve was pulled up using a snare via vascular access in the radial artery.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added h6. Patient and device codes added this report was identified as a duplicate to regulatory report number 2025587-2024-01733. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. It was further reported that pannus was attached to the valve leaflets making it difficult for the surgical valve to open, which contributed to the dislodge. A medtronic (confida) guidewire was used for the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description continuation of d10: product ID 19 mm corcym crown; product lot/serial number unknown; product type: heart valve medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the previously implant surgical valve was a 19 mm non-medtronic valve (corcym crown).